Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 4. The hp stated, the supply bag was empty and there was only solution on the heater bag. The hp confirmed all connections were secure. The technical service representative (tsr) advised the se 2240 indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with a manual bag. The tsr reviewed proper procedures per the user manual. On (B)(4) 2011 product surveillance spoke with the hp who stated that the cause of the air was a kink in the line on the cassette. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention.